Manufacturer narrative:
Results of investigation: the regulator assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The system was found to be working normally for two hours without any failures. The needle valve assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. No failure was found.

Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The alleged faulty pr3 and needle valve have been received into carefusion failure analysis lab and are currently awaiting investigation/repair. Pending evaluation of the regulator and based on the reported event this is will be considered a known issue and was addressed by an internal action.

Event description:
The customer reported the pressure on this unit is not stable; it will go to 32cm then jump up to 48cm. Then he tries to adjust it down then comes down the jumps back up. Patient involvement is unknown.